Event description:
It was reported that the lead exhibited noise. The noise was reproduced with patient movement. Low lead impedance was observed.

Manufacturer narrative:
Final analysis found that the proximal insulation was braded at 7.2 cm from the connector pin and the sensing "coil was exposed due to friction to the ICD can. The damage could cause the noise that was reported in the field.